Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the pushbutton on the air oscillator jams and becomes hot. The repair service department was able to resolve the pushbutton jam. It was reported the device is new and has not been used. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
The complained article was sent for investigation to the product development center. The article was manufactured according to our specifications. In the course of our product improvement we initiated a corrective action to address the drilling, the coating of the trigger, and the installation instructions. Placeholder.